Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Information received confirmed the right eye previously reported did not have any issues. Only the left eye is involved which has been submitted under MDR: 3003288808-2020-00539. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient who had previous surgery years ago resulting in a decentered ablation. The patient then underwent intraocular lens implantation resulting in double images. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.